Manufacturer narrative:
The implant was not returned for evaluation; however, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.

Event description:
Technical services/product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgery occurred to explant and replace the ipg to address the issue.